Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) of 358 mg/dl and high ketones. The customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later with no permanent damage. Tandem technical support performed a pump system check and determined the customer used expired insulin. The pump was determined to function as intended.